Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided for review. Review of the device log showed a large difference between recorded defib impedance and patient impedance. This is often an indication of poor coupling to the patient. However, without receipt of the electrode pads, this cannot be confirmed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) year-old male patient, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained second degree burns.